Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) depressurized system leading to a revision surgery in which the existing device was removed and a new ipp was implanted. The patient did not experience further complications.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis confirmed the reported events. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to filament. The pump passed all tests performed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. The krt of both cylinders were worn down to filament. Both cylinders had wear at folds in cylinder bodies. Cylinder 1 had a large hole in the outer tube with broken fabric threads that was the result of wear at fold in proximal cylinder body; leak was present. Cylinder 1 was not pressure tested due to leak was identified. Cylinder 2 passed all tests performed. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) depressurized system leading to a revision surgery in which the existing device was removed and a new ipp was implanted. The patient did not experience further complications.